Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibratory alert triggered rv lead noise. High pacing thresholds were also noted. On (B)(6) 2019, the lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
As received only the distal portion of the lead was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.